Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023 the dblg1 system suggested the patient to take carbs due to a low glucose reading from the sensor (no specific cgm reading reported). The patient took carbs and confirmed them in the system. After a few hours the glucose levels stayed low and the dblg1 system suggested more carb intake. At this moment the patient did a fingerstick which showed hi (for high). The patient misinterpreted this and took more cards. At un unknown point the patient suffered from symptoms of hyperglycemia and felt bad with confusion, nausea, dizziness, barely able to respond, and the cgm reading was low. The patient was brought to the hospital by his wife, and on arrival, the blood glucose reading was 71.0 mmol/l. The patient was admitted to the intensive care unit (ICU) unit right after and received an unspecified treatment with insulin. The patient was admitted in the ICU until (B)(6) 2023 after which he stayed in a normal hospital unit until (B)(6) 2023 until he was discharged. At the time of this report, the patient was feeling better again. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.